Event description:
It was reported that during an unknown procedure, the clips would not come out and when the clips did deploy they would just fall out of the jaws. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Feeder shoe. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown the analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism and causing the failure of the antibackup feature. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. However, it is known from the history of the device that the antibackup failure causes that the clips drop from the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.